Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelante dvt catheter system and an unidentified guide wire, loaded into the shaft of the device. The shaft, and tip were microscopically inspected. Inspection revealed the wire was stuck 10 cm from the tip, in the shaft midpoint joint and could not be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac artery. Angiojet zelante worked perfectly. During removal, the device became stuck on a non-bsc wire. Everything was pulled out. The procedure was completed with a different device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became stuck on the wire. A angiojet® zelantedvt was selected for a thrombectomy procedure in the illiac artery. Angiojet zelante worked perfectly. During removal, the device became stuck on a non-bsc wire. Everything was pulled out. The procedure was completed with a different device. There were no patient complications and the patient status was stable.